Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a surgical procedure the handpiece does not work in sculpt-chop modus when depressing the footswitch. The handpiece passed the prime tune test. The case was completed using a new medical device. No negative consequences this is one of two reports from this facility.

Manufacturer narrative:
Corrected information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided indicated a system message was displayed.

Manufacturer narrative:
Additional information has been provided. The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample showed no visible nonconformities. The phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to the dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the phaco handpiece to fail the tune test and did not meet product specifications. The phaco handpiece was manufactured on november 9, 2017. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to moisture ingress causing the high electrode to short to ground; however, how or when moisture entered the handpiece remains inconclusive. The manufacturer internal reference number is: (B)(4).